Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that a pump alarm was noted in the ¿pa section¿ of the event logs prior to pump implant. The pump logs noted ¿eos (end of service) occurred¿ on (B)(6) 2013 at 08:38. The pump was implanted on (B)(6) 2013. The pump eri (elective replacement indicator) was 77 months. No audible alarms were reported. The hcp (healthcare provider) didn¿t think there was anything wrong with the pump therapy. Additional information has been requested, but it was not available as of the date of this report.